Event description:
Back support failed to remain in horizontal position. The left hook failed to lock in place. Somehow it disengaged, and the left seat fell downwards. The resident somersaulted and fell face first to the floor. She was belted which remained in place. The event location is in the tub room.